Event description:
Manufacturer reference #: (B)(4).

Manufacturer narrative:
A picture and a video was provided, which shows a leakage in the area of the flush. A retain sample from the same batch has been investigated but no leakage could be detected. A review of the DHR could not identify any non conformities or deviations relevant to the reported issue. The concerned product could not be investigated as it was discarded by the user. The investigation findings do not lead to a clear conclusion about the cause of the reported event. A systemic root cause as a weakness of the design or the manufacturing process is regarded as unlikely due to the complaint data: (B)(4). It is not known if a single error during production process or during use occurred. There is no trend for this kind of issue, no further actions will be taken. This event will be further monitored on the market in order to identify trends. H3 other text : device was discarded by the user.

Manufacturer narrative:
The concerned product has not been returned for investigation. The investigation is ongoing. A supplemental medwatch report will be sent when the investigation is completed. Device is not returned from the hospital.

Event description:
It was reported that after connection of the picco monitoring kit a leakage was found at the flush device. The picco monitoring kit has been replaced. No harm or clinical consequences occurred. (B)(4).